Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3 months after two dental implants were installed in intraoral regions #18 and 19 it was verified their non-osseointegration . A 35 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii) and fenestration occurred during surgery.